Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but the unit has not been received.

Event description:
A consumer called and stated that their child received third degree burns on her arm from hot water that came out of the humidifier. They stated that the unit fell off a dresser and hot water spilled onto the child while they were sleeping. The child received multiple treatments at a hospital in the days following this incident. The instructions for proper use have very clear warnings that state, "the appliance should always be placed on a firm, flat, waterproof surface at least four feet away from bedside, six inches from the wall and out of reach of patient, children and pets. Be sure the appliance is in a stable position and the power cord is away from heated surfaces and out of the way to prevent the humidifier from being tipped over." Kaz USA, inc. Has requested that the product be returned for testing.